Event description:
A malfunction alarm was reported with no notable events occurring prior. Customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided information to reset the pump, which was successfully reset without the malfunction recurring. Customer was instructed to continue using the pump and to contact support again if the issue reoccurs.